Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss, failed battery test, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit was programmed with test glucose meter. Unit communicated properly and recorded the 77 mg/dl value properly from glucose meter. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed a power loss. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery but the alarm recurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.